Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with an unexpected restart alarm on their insulin pump. The customer's blood glucose level at the time of incident was 109mg/dl. The customer states the alarm is recurring during normal pump use. The customer was offered to be sent a continuation of therapy pump, but the customer declined. The customer is reverting back to lantus, and states they will no longer be using an insulin pump. Nothing is being replaced or returned at this time.